Event description:
Information was received from a consumer the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that it had been ¿maybe one month,¿ since the patient had their implant turned on and when they tried to use it today, ¿it would not turn on¿. The patient services clarified that the patient programmer showed that the implant was on, but that they ¿didn¿t get the vibration¿. The patient stated that everything was charged and they had put new batteries in their patient programmer (pp). They synced with the pp and it showed that stimulation was on. The patient stated that it was at 8.00v for their stimulation amplitude and they were on group a. The patient stated that they had not made any adjustments towards their settings since they saw a manufacturing representative (rep) in (B)(6). The patient reported that they had no traumas or falls that could be related to the issue. However, they did mention that they had an elbow surgery that could be related to the issue. The patient was redirected to follow-up with their healthcare provider to have their device checked and discuss possibly reprogramming their implant. Patient services reviewed the upper amplitude limit and stated that the patient could try to increase the amplitude if they wished. The patient reported that ¿if the manufacturer couldn¿t fix it, then they were going to take it totally out¿. The patient mentioned that they hadn¿t used it much. It was reported that the event occurred on (B)(6) 2017. The patient also mentioned that they had already called their healthcare provider¿s office to get a rep to come out for an appointment, but they are waiting for them to call them back. No further complications were reported/anticipated.